Event description:
After firing a plc75 with a plcr75b reload during a colostomy closure, malformed staples were noted and the knife blade did not cut. The staple line was transected and sutures were used.

Manufacturer narrative:
Three plcr75b were returned and evaluated. There were no issues noted, which could contribute to the underformed staples. The plc75 was also returned and evaluated. It had slight misalignment but fired acceptable staple formation and transection. The device may have been used on tissue that was too thick for the application. Evaluation summary: all three reload returned fully fired (knife traveled full distance). No issues on reloads that could contribute to underformed staples. Both dlu with 11 uses left. First dlu: fired green reloads into 6 layers of foam in lab and produced properly formed staples. 2nd dlu does not have proper lateral alignment, however, staples tightly formed and no underformed staples were observed.